Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was continually alarming for a loss of prime while trying to troubleshoot a separate issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: the black box showed evidence of one loss of prime warning with zero force and one no delivery, no prime, no cartridge detected warning. An ezprime and 24 hour duration test were successfully completed with no alarms duplicated. The force sensor calibration check showed that the pump was detecting the correct force. The force sensor pins were seated and the solder connections were intact. No contamination or damage to the force sensor circuit was observed. The complaint was confirmed in the pump history but not duplicated during the investigation.